Event description:
A call to technical services on (B)(6) 2011 states that rep is at a clinic and wanted assistance with troubleshooting with saving to usb. They load it to paceart. After lpi integration upgrade they can't load the data at all. Probably a paceart question. Working with terry at north phoenix heart center. Discussed that paceart defaults to looking for the files to upload from an external drive like reading from a floppy, and extraction process has user pick destination for files. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).